Event description:
It was reported during in clinic follow up that the right ventricular lead had exhibited noise that resulted in oversensing. This oversensing resulted in inhibition of pacing. The lead will continue to be monitored. The patient was stable and asymptomatic.